Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of the incident. The customer was treated with food. Customer was using the insulin pump within 48 hours. Insulin pump was on auto mode. Customer was neither in emergency room, nor admitted into hospital, nor was emergency dispatched as a result of low blood glucose. Based on customer report customer did not allege that insulin pump was over delivering. The insulin pump will not be returned for analysis.